Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise. This with baseline shifts possibly related to the sense b sensing issue resulted in inappropriate therapy. The first inappropriate shock induced ventricular fibrillation (vf) resulting in three additional shocks which were ineffective in restoring normal sinus rhythm. The 5th shock successfully terminated the vf. Troubleshooting was performed but could not reproduce the noise observed in the episode. Biplane x-ray showed 2-3 coil width between coil and sternum. No other irregularities were observed. The patient is currently hospitalized with the device deactivated. The device system was subsequently explanted and replaced without incident. The explanted system will be returned for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.